Manufacturer narrative:
Other, elective secondary intervention - evaluation results and conclusion: endoleak, type ii endoleaks.

Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported that the patient presented emergently with severe abdominal pain approximately 48 months post stent graft implantation. The CT revealed that the aneurysm has enlarged. The physician believes that there is a type ii endoleak. The type ii endoleak will be monitored. It was reported that at the initial placement of the stent graft 48 months ago the stent graft was placed approximately 4 mm below the renal arteries. The physician elected to implant a talent aortic cuff expanding the stent graft system up to the renal arteries. No additional clinical sequelae were reported and the patient is fine.